Event description:
Emt's attended to a pt in cardiac arrest. The automatic external defibrillator was utilized and defibrillation therapy was attempted. The device displayed a low battery alarm and dumped the charge before it could be administered to the pt. A second battery was tried however the same results were reported. Paramedics arrived at the scene and continued treatment with another defibrillator. The pt was treated for approx 45 minutes and was said to have been countershocked numerous times. The pt was declared dead at the scene.